Event description:
Pt had bilateral mastectomies for cancer in 1980, with subsequent reconstruction with silicone breast implants. Had surgery 9/30/97 to remove left breast implant which was felt to be ruptured, plus removal of right implant. This was to be followed with tram reconstruction. At the time of surgery left implant found to be ruptured but with no identifying info available. Pt also had biopsy of tissue in right axilla which was found to be adenocarcinoma, consistent with primary breast cancer. Tram was cancelled.